Manufacturer narrative:
The device history record was reviewed and indicated that the product was released accomplishing all quality standards. The physical samples were received for the evaluation. Upon a visual evaluation of the sample, the reported condition was confirmed. The root cause of the missing sponges originates from the vendor process of packing the sponges. When the sponges are delivered to the plant from the vendor, they were wrapped in blue paper for an extra layer of sterility. These blue wrapped packages are then placed in the trays and lidded. There are aql checks that are done beginning, middle and end of each lot from our production. After production there is also finished good testing done. All of these checks are noted in the device history record package. A corrective action is not applicable at this time. Functional testing and visual inspections are being performed according to our current quality standards and inspection procedures. This complaint will be used for qa tracking and trending purposes.

Manufacturer narrative:
The device history record was reviewed and indicated that the product was released accomplishing all quality standards. Photos were provided for the investigation and visually evaluated. Without a physical sample, the reported condition could not be confirmed. Because the reported condition could not be confirmed, the root cause could not be determined. A corrective action is not applicable at this time. Functional testing and visual inspections are being performed according to our current quality standards and inspection procedures. This complaint file shall be closed as unconfirmed at this time. If the sample(s) is returned at a later date, the complaint shall be reopened, and the investigation will be updated accordingly.

Manufacturer narrative:
A photo of the product was provided for evaluation. From the picture, it is not possible to confirm the reported issue. The incident sample has been requested but to date has not been received for evaluation. If the sample is received, or if additional information pertinent to the incident is obtained a follow-up report will be submitted. As part of our manufacturing process, all device history records are reviewed and approved by quality, prior to release of product.

Event description:
The customer reports the plastic tray that should have 5 each only had 4 each.